Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. Unit received with pillowing keypad overlay and scratched on case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was broken and there was crack at the front due to car wreck. It was reported that customer was driver and was using the insulin pump system at time of vehicular accident. The accident was not potentially related to high or low blood glucose level. There was no physical damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.